Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, the keypad was found to be peeling and torn. The up arrow, down arrow and ok key contacts were found to be misaligned and contamination was found under all key contacts. Also unrelated to the display issue, testing revealed the time and date reset. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.